Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer, a healthcare provider (hcp), and a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported the patient was feeling too much stimulation and his device "went haywire." The patient felt stimulation in the wrong location on (B)(6) 2015 and turned stimulation off and then back on and it "blew the patient away." The implantable neurostimulator (ins) was turned off, but the patient was still feeling too much stimulation in the back, right leg, hip, and groin. Symptoms reported included strong stimulation. The patient went to the emergency room (ER) for shocking and jolting sensations. Impedance measurements were not taken. The patient experienced symptoms when the ins was off. It was confirmed that stimulation was off, but the patient continued to feel a shocking sensation. It was noted there was a fall that could have been related to the issue. The patient fell on (B)(6) 2015 and began feeling pain down the legs and at the right back. It was also noted that the patient fell often, but was just resting when the issue started. The patient was given 5 mg of valium because he was in excruciating pain. The patient fell and then had pain, but it was not as bad until the day of the report. The patient's pain got worse on (B)(6) 2015. The change in therapy/symptoms was noted to be gradual. The patient thought it was an electrode stimulator issue. Additional information was received from a consumer via a rep reported the patient's stimulation went off and increased by itself and caused great pain in his leg. The patient called patient services regarding this issue on (B)(6) 2015 and was told to go to the ER, which he did. The patient contacted a rep because he was afraid to turn stimulation back on. The rep was going to meet with the patient on (B)(6) 2016 to troubleshoot. It was unknown was led to the event. The patient noted that he was told by patient services on (B)(6) 2015 that his stimulation was off because there was no lightning bolt, but stated that was not true and the stimulation was still on even though there was no lightning bolt and he was still getting shocked. The issue was not resolved at the time of this report. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient's medical history included a broad spectrum nervous disorder that was unable to be diagnosed and was somewhere between huntington's chorea and parkinson's per the patient's managing doctor. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.